Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, a33 prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump was unable to verify e 70 alarm in the alarm history due to history file being overwritten.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had motor error and motor position encoder error. The customer¿s blood glucose level was 110 mg/dl. The customer reported that they had motor error and followed by motor position encoder error. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.